Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 15 october 2015: updating doi, added man/exp dates for products, added dummy stem and queried stem details. Updated file handler details. Taken from claimsuite update 7th october 2015 and confirmed in reply to query 1.

Event description:
Asr revision to take place (B)(6) 2012. Asr xl acetabular system (left). Email (B)(6) 2012: date of revision confirmed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.